Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
In situ testing showed affected channels. Reportedly the hearing performance with the device is not affected so far. The user will be referred back to the implanting surgeon for further evaluation.

Manufacturer narrative:
Conclusion: damage to the active electrode which is consistent with minute device mobility was determined to have led to device failure over time due to fatigue wire breakages. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
In situ testing showed affected channels. Reportedly the hearing performance with the device is not affected so far. There have been no reports of an accident, trauma, nor any signs of redness or swelling at the implant site. The user was reimplanted on (B)(6)2024.